Manufacturer narrative:
The master tool manipulator (mtm) was received for failure analysis. Error logs showed an error indicating a pot to encoder fault on the mtm axis 1, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto the test platform where it failed sine cycle, pointing to the axis 1 motor.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure the left instrument controller inside the surgeon console was reporting errors. The technical service engineer (tse) reviewed the logs and found several errors pointing to axis #1 on the left instrument controller. The tse informed caller that the reported error will need an engineer to resolve and informed that the hospital had several surgeon consoles on the same software build with a possibility to be swapped, to proceed with surgery. The caller informed the tse that the other consoles were in different buildings, and it was therefore not possible to be replaced. The surgery was converted to laparoscopy with one additional port placed and completed successfully. The patient tolerated the change with no intra or postoperative complications noted due to the conversion. There was no additional patient injury indicated. The declared delay was 50 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported problem was reproduced during onsite investigation and system logs verified the error, and the left master tool manipulator (mtm) was replaced. After replacement, the system was tested and verified as ready for use, with logs confirming the resolution of the error. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.